Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient with primary left tha on (B)(6) 2017. Underwent subsequent revision for mechanical complications. Lytic lesions behind acetabular component and stem subsidence were noted on radiographs before revision. All components revised.

Event description:
Patient with primary left tha on (B)(6)2017. Underwent subsequent revision for mechanical complications. Lytic lesions behind acetabular component and stem subsidence were noted on radiographs before revision. All components revised. Update(B)(6)2018: medical review completed. The review confirmed loosening of the shell and a periprosthetic femoral fracture. The review stated: [...] The pp-fracture caused stem subsidence with additionally secondary lack of bone ingrowth fixation of the cup shell with pain and dysfunction of the left hip arthroplasty requiring revision within 10-months of implantation.[...]

Manufacturer narrative:
Additional information: event description an event regarding subsidence involving a accolade stem was reported. A medical review confirmed subsidence of the stem but also confirmed a periprosthetic fracture of the femur. Method & results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: the medical review concluded the following: [...] Conclusion of assessment a periprosthetic fracture occurred either during during primary arthroplasty due to mismatch between stem size and bone strength or early post implantation due to trauma or other overload condition by the patient. The pp-fracture caused stem subsidence with additionally secondary lack of bone ingrowth fixation of the cup shell with pain and dysfunction of the left hip arthroplasty requiring revision within 10-months of implantation. Availability of early post implantation x-rays might allow to differentiate between the two possible failure scenario¿s. Does the review identify any procedural related factors that contributed to the event? - mismatch between stem size and bone strength due to osteoporosis a likely contributing factor does the review identify any patient related factors that contributed to the event? - osteoporosis with reduced bone strength a likely contributing factor - a traumatic overload condition due to fall, stumbling or otherwise early post implantation may have represented the trigger for occurrence of the pp-fracture - the absence of early postoperative x-rays prevents to differentiate between the procedure-related or patient-related failure scenario although one of the two certainly applies. Does the review identify any device related factors that caused or contributed to the adverse event? - no device-related factors are associated with any of the implanted devices. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot provided. Conclusions: the medical review concluded the following: [...] A periprosthetic fracture occurred either during during primary arthroplasty due to mismatch between stem size and bone strength or early post implantation due to trauma or other overload condition by the patient. The pp-fracture caused stem subsidence with additionally secondary lack of bone ingrowth fixation of the cup shell with pain and dysfunction of the left hip arthroplasty requiring revision within 10-months of implantation. Availability of early post implantation x-rays might allow to differentiate between the two possible failure scenario¿s.[...] No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.